Event description:
The customer stated that they received an alarm and would like to replace their insulin pump. The medtronic representative offered troubleshooting, but the customer refused. The customer stated that they believe the insulin pump delivered 13 extra units of insulin. Blood glucose was 224 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.